Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced shocking at the lead location a few times throughout the evening. It was noted that the patient wasn't doing anything unusual when it happened; he was just sitting. There was also confirmation that the patient increased stimulation from 1.6v to 2.0v. The patient developed a non-balance in his walking and it has changed considerably. His speech has also changed. The walking and speech issues began occurring on (B)(6) 2016. The patient has had falls and/or traumas but it us unknown when they occurred or how often they happen. Follow-up revealed that the patient's daughter believed the shocking was made up as the patient has dementia and was confused; the dementia and confusion are unrelated to the device/therapy. The patient is still having issues with walking and speech, however. An appointment with the health care provider (hcp) was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.